Event description:
A user facility reported that an intraocular lens was defective. Pt impact is not known. Additional info has been requested.

Event description:
When reviewing the file for closure, it was noted that add'l info provided by the o.r. Director had not been included in a supplement. The info provided indicates there was no pt impact/injury associated with this event.